Event description:
Event description guidant received information that during a routine interrogation of the patient with this pacemaker, it was discovered that the atrial lead impedance measurement was greater than 2500 ohms. A lead revision procedure was performed and upon entering the pocket, it was observed that one of the atrial set screws was loose. The set screw was tightened and the atrial impedance measurements returned to normal. Guidant received additional information that it was noted that the ventricular lead safety switch had also been triggered. The date of the switch was unknown.